Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead model is included in a field advisory.

Event description:
It was reported there was undersensing. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications were reported as a result of this event.